Manufacturer narrative:
Based on the results of the investigation, the grainy image issue was due to a malfunction of the imaging unit. The root cause for the missing adhesive was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the flexible deflectable videoscope exhibited a grainy image and had missing adhesive on the objective lens and bending section. There was no patient involvement.